Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy on contraceptive') and twin pregnancy ('twin pregnancy (after implantantion)') in a 28-year-old female patient who had essure (batch no. A27187) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2014. The plantiff experienced other pregnancy episodes in (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device and twin pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and twin pregnancy to be related to essure. The reporter commented: patient experienced another two pregnancies with essure which captured under case number (B)(4). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy on contraceptive') and twin pregnancy ('twin pregnancy (after implantation)') in a (B)(6) year-old female patient who had essure (batch no. A27187) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2014. The plaintiff experienced other pregnancy episodes in (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device and twin pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 8. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and twin pregnancy to be related to essure. The reporter commented: patient experienced another two pregnancies with essure which captured under case number (B)(4). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc.